Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the explant procedure due to the device not being needed anymore, it was observed that the header broke off from the body of the device. It was noted that excessive force was possible. The device was explanted as planned. The patient did not suffer any complications or consequences.

Manufacturer narrative:
No conclusion code available. The header was noted to be detached from the can. The cause is believed to be due to the explant procedure.